Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their blood glucose level had dropped to 90 mg/dl while wearing a pod. The patient reports hey had a seizure. No further information is available as to this event.